Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 300 mg/dl and 500 mg/dl at the time of incident and was treated with insulin pump. The customer performed self test and displacement test and both the test passed. Troubleshooting was declined for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08695 inches. No displacement anomalies were noted. The motor was tested outside the device and passed.